Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a history of cerebellar cerebrovascular accident (cva), heart failure with cardiogenic shock, and underwent heartmate 3 implant on (B)(6) 2021. Code one was called due to apparent right sided weakness and following the weaning of sedation. The patient initially had no movement of the right upper extremity; however, a few minutes later they moved the right upper extremity spontaneously and antigravity and reached for the endotracheal tube. A review of the head CT from (B)(6) 2021 showed old lunar infarcts and a remote infarct of the left parietal cortex. Possible cause was determined to be transient recrudescence of prior stroke symptoms. Code one was called and the plan was to optimize mean arterial pressure (map) goal as tolerated and obtain a routine head computed tomography (CT) scan when the patient was stable. On (B)(6) 2021, the patient had multiple runs of ventricular tachycardia. They were started on amiodarone and lidocaine drips for an implantable cardioverter defibrillator (ICD) shock. The pacing rate was increased to 110bpm to help with cardiac output. It was reported that on (B)(6) 2021 the patient had an increasing norepinephrine requirement post-surgery. A bedside echocardiogram (echo) showed dilated but contracting right ventricle and thick left ventricle. The decision was made to increase the ventricular assist device (vad) speed to 5400rpm and start diuresis. The patient required norepinephrine up to 12 to keep mean arterial pressure (map) between 70 mmhg and 80 mmhg. Vad flow dropped to less than 4 lpm. The beside echo showed an obliterated left ventricle (lv) cavity and dilated right ventricle (rv). The vad speed was dropped to 5200 rpm. A transesophageal echocardiogram (tee) confirmed acute rv failure, and epinephrine was increased to 12 with some improvement to lvad flow. The patient continued to have high filling pressure, central venous pressure (cvp) 20 mmhg, low urinary output at 20cc/hr, and the decision was made to proceed with an right ventricular assist device (rvad). On (B)(6) 2021, the patient underwent rvad placement given persistent cardiogenic shock. The patient had intermittent fevers and leukocytosis throughout the course of hospitalization, with the most likely source being respiratory related given acute hypoxemic respiratory failure and copious amount of secretions on suctioning. White blood cell count was trending up and the patient was started on empiric broad spectrum antibiotics and micafungin. Infectious disease was consulted on (B)(6) 2021 and recommended continuing on meropenem and micafungin. A femoral line was inserted as the patient had diminished breathing sounds on the bases. A chest x-ray showed pulmonary congestion and basal atelectasis. The patient failed spontaneous breathing tests and consultation for tracheostomy placement was done. The patient was electively intubated on (B)(6) 2021 following refractory ventricular tachycardia after rvad weaning study. On (B)(6) 2021, a bedside percutaneous tracheostomy tube was placed. The patient had worsening kidney and hepatic function. The patient had a history of chronic kidney disease but the hepatic dysfunction was attributed to the severe heart failure. Liver function tests normalized after the rvad implant. On (B)(6) 2021, the patient had seizure-like activity. The episode resolved spontaneously after about two minutes; however, the patient had worsened right sided weakness compared to baseline. A CT revealed a late subacute to chronic left posterior cerebral artery (pca) territory infarct with petechial hemorrhagic transformation. A CT angiography (cta) revealed severe stenosis of the left p1 posterior cerebral artery (pca) but no proximal large vesicle occlusion. The patient was not a tissue plasminogen activator candidate given recent anemia that required transfusion, suspected hemorrhage, and a clinical pattern more consistent with a seizure rather than acute ischemic stroke. While getting a CT, the patient had another tonic-clonic seizure which again resolved spontaneously after about 20 seconds. The patient was taken back to the cardiovascular intensive care unit (ICU) and given a keppra 1 gm intravenously. A repeat head CT on (B)(6) 2021 demonstrated evolving hemorrhage and on (B)(6) 2021 a repeat head CT showed resolving hemorrhage. On (B)(6) 2022, the patient passed away due to cardiogenic shock attributed to acute chronic decompensated right ventricular failure.

Event description:
Additional information was received that the patient had an arterial thrombus of the left forearm noted by doppler on (B)(6) 2021 at the previous site of an arterial line. The ulnar artery was providing collateral circulation so there was no procedure warranted. The plan was noted low anti-xa of less than 1 on (B)(6) 2021 and the doctor would need to consider increasing the patient's anti-xa goal. Cyanosis cleared as of (B)(6) 2021 and the patient was warm to touch again with no change in medication.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that on (B)(6) 2021, the patient had sudden right sided weakness and was not able to move their right upper extremities (rue); however, the patient had spontaneous movement of their rue shortly after onset. It was determined that there was a possibility of transient reoccurrence of prior stroke symptoms. Additionally, the patient had multiple occurrences of ventricular tachycardia (vt), requiring amiodarone and lidocaine drips as well as implantable cardioverter defibrillator (ICD) pacing adjustments. A bedside echo was performed on (B)(6) 2021 and revealed a dilated but contracting right ventricle (rv) and a thick left ventricle (lv). The pump speed was increased to 5400 rpm and the patient was started on diuresis. Another bedside echo was performed following this speed change and revealed an obliterated lv and dilated rv. Pump speed was decreased to 5200 rpm. A transesophageal echocardiogram (tee) was performed and confirmed acute right ventricle failure. The decision was made to implant a right ventricular assist device (rvad) due to rv failure. The patient¿s post operation course was further complicated by hepatic dysfunction that was attributed to severe right heart failure. Following the rvad implant, the patient had developed intermittent fevers and leukocytosis with the most likely source of respiratory given acute hypoxemia and respiratory failure. On (B)(6) 2021 the patient had diminishing breathing. A chest x-ray was performed and revealed pulmonary congestion and basal atelectasis. The patient was intubated on (B)(6) 2021 and ultimately underwent a tracheostomy on (B)(6) 2021. On (B)(6) 2021, an echo guided rvad wean was attempted when the patient went into sustained vt, requiring intubation, sedation, and multiple interventions to get the patient back to sinus rhythm. The patient¿s post-operation course was further complicated by worsening kidney function requiring diuresis, slow continuous ultrafiltration (scuf) then continuous renal replacement therapy (crrt) for fluid removal on (B)(6) 2021. Additionally, the patient had furth vt on (B)(6) 2021 overnight with multiple shocked and was started on intravenous (IV) amio, lidocaine, procainamide infusions. On (B)(6) 2021, a left forearm doppler revealed an arterial thrombus at the previous site of the arterial line; however, the ulnar artery was providing collateral circulation, so a procedure was not warranted. The patient¿s plasma free hemoglobin was 2.4 mg/dl requiring packed red blood cells (prbc) transfusion on (B)(6) 2021. On (B)(6) 2021 the patient had seizure-like activity, which resolved spontaneously after approximately 2 minutes; however, the patient had worsening right sided weakness. A CT was performed and revealed a late subacute to chronic left posterior cerebral artery (pca) territory infarct with petechial hemorrhagic transformation. A CT angiogram revealed a severe stenosis of the left p1 pca but no proximal large vessel occlusion. A suspected hemorrhage was more consisted with seizures rather than acute ischemic stroke. During the CT, the patient had another seizure which again resolved spontaneously. Repeat head CT on (B)(6) 2021 demonstrated evolving hemorrhage and repeat head CT on (B)(6) 2021 with resolving hemorrhage. On (B)(6) 2022, the patient had a cardiac arrest while in the CT scan. An echo was performed and revealed worsening right ventricle failure which required increased inotropy and vasopressors to support flows. In the early evening of (B)(6) 2022, the patient had issues with bradycardia and hypotension, to the point that flows were less than 1 lpm. The patient was placed on do not resuscitate (dnr) had a phone call with family. The patient expired on (B)(6) 2022. The device reportedly operated as expected. The heartmate 3 lvas was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, hepatic dysfunction, respiratory failure, renal failure, infection, bleeding, stroke, arterial non-central nervous system (cns) thromboembolism, cardiac arrhythmia and death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists thromboembolism as a potential late postimplant complication. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10sep2021. No further information was provided. The manufacturer is closing the file on this event.